Event description:
The customer reported an issue with one luer activated valve for IV access in which "the valves remain in the open position, even after they unclamp." The customer stated the problem has recurred an unknown number of times on unknown dates. No patient involvement, medical intervention or patient injury were reported. No sample or additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.